Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when attempting to power on their device, it will not complete the boot-up process. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when attempting to power on their device, it will not complete the boot-up process. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer advised physio that the device has been removed from service and intends on keeping the device to use for spare parts on the customer's other devices.